Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a sensation standard oval snare was used during a colonoscopy procedure. According to the complainant, during the procedure, the snare cut the polyp prematurely. Also, the physician noted that the tactile sensation of the snare was sub-par. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no deviations were noted. A labeling review was performed and no anomaly was found. (B)(4).